Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a stop in the hose (tube) detected. It is unknown at this moment when and how was the failure occurred. The custom tubing set includes related mitigations to check tubing set integrity however since the failure is related with blockage in the line and it is unknown at this moment when was the failure occurred, the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
More information has been received on 2026-04-14 as the failure was detected during priming and customer change the pressure dome with another one. Neither a kink nor a damage was detected on the pressure dome and tube lines, therefore exact cause of the blockage is unknown at this moment. Product has been requested for further investigation. A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint #(B)(4).